Manufacturer narrative:
The vessel sealer extend (vse)instrument has been further evaluated by the failure analysis engineer (advanced failure analysis). The initial failure analysis (fa) were partially confirmed. No failures were seen during initialization during afa. Log reviews show low torque failures. The housing was removed and the grip cable was found to be loose. The root cause of the loose grip cable is typically attributed to component failure. The loose grip cable can cause low grip torque as the cable has slack and the rotation of the input disc is not fully translated to grip actuation force.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting insufficient sealing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed, and failure analysis found the primary finding of functional test failed during initialization to be related to the customer reported complaint. The instrument was placed on an in-house system where the error "self test failed, remove instrument" was present. A review of the logs showed no initialization/homing errors. Additional observation related to the customer reported complaint was that the instrument had a dislodged blade. The dislodged blade likely caused the initialization failure. Visual inspection found that the blade was exposed outside of the blade garage 0.101". The knife slot measurement was 0.026". There was no bio debris found at the instrument tip. A review of logs showed 0 blade exposed failures. This failure is typically attributed to mishandling/misuse. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. Additional observation(s) not reported by site found a low torque failure based on log reviews.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, an error message occurred prompting to reseat the vessel sealer extend (vse) instrument after the 1st or 2nd sealing. The customer reseated the vse instrument without change. Then, another error message occurred stating to remove the instrument. The customer used a backup instrument of same kind to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the sealing sequence, the customer heard audible signals that the seal cycle was completed, then an error ¿reinstall the instrument¿ occurred. The instrument could not seal the vessel properly and tissue effect was observed. The uterine tissue was less than 7 mm in diameter and was not cut. The tissue was not under tension during the sealing process and was not exposed to any radiation or chemotherapy prior to the procedure. There was no evidence of vessel calcification. Additionally, the instrument jaws did not come into contact with a clip, suture, staple, or other metal objects and they were immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No additional bleeding occurred.

Manufacturer narrative:
Based on the claim against the product by the customer noting insufficient sealing, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal even though audible beeps from the generator provided a signal that indicated that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.